Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had an appointment at a hospital for an EKG test and she wore her pod to the hospital. While there she noticed that she was having high blood glucose (bg) levels, they tested her (400mg/dl) and the doctor told her to take the pod off. The patient was treated with intravenous insulin and by the next morning her bg level went down to 166mg/dl. Patient stated that she was in the hospital for 4 days due to eeg testing because she has had 2 seizures. A new pod was applied.